Manufacturer narrative:
The results of the investigation concluded the pump generated a ¿bubd¿ alarm. The cause of the reported bubble error was determined to be related to the bubble detectors. The detectors were replaced and the pump functioned as intended. The device met specifications prior to release from abbott manufacturing facilities as supported by the device history record.

Event description:
During a tachycardia ablation procedure, a "bubd" error occurred on the cool point pump. The tubing set was replaced and troubleshooting was attempted per the IFU with no resolution. The error was temporarily resolved but the pump self-initiated after 30 minutes at a continuous low flow rate of 2 ml/min. The procedure was abandoned. There were no adverse consequences to the patient.